Event description:
It was reported that while in the cath lab, the md inserted the sheath. The iab was prepped per instruction and was inserted without incident. While connecting the arterial pressure line and flushing the lumen, saline water was coming out of the lumen. Upon checking it was found that there was "a leak in the balloon catheter from the connector side." The balloon catheter was removed immediately and another iab was inserted. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.